Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Since products have not been returned, visual/functional inspection could not be performed. The reported implant is reported to still be implanted in the patient and functioning normally. The investigation has been performed based on the available information using the item # and lot # (DHR/IFU/rmf). Documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev f - november 2015 and biomet 3i restorative products IFU (p-iis086gr) rev e - november 2015 information identified: applicable information can be found in the "warnings", "precautions", and "breakage" sections of both ifus. DHR review was completed for the subject lot number (2017060617). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 2017060617) for similar events and no other complaint was identified. May post market trending was reviewed and there were no negative trends or corrective actions for the reported events. Therefore, based on the available information, device malfunctions could not be verified and the reported event was non-verifiable for the abutment. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the zfx screw fractured, removed from the implant and replaced with a low profile abutment. The abutment was loose and the hex of the implant was stripped. The implant was not removed. Tooth location 47.